Event description:
It was reported by a third party that they are investigating a serious injury (homonymous hemianopia) of a client resulting from "radiation neucrosis" (sic). The pt was treated with gamma knife procedure at the user facility. Treatment occurred either 12/99 or 1/00. There has been no allegation that the device malfunctioned. No further info has been made available. Date (or dates) of treatment allegedly resulting in serious injury is not known. The initial rptr has reported two cases, with two different dates indicated, however it is unclear which date corresponds to which event. Elekta instrument ab is filing one report per alleged incident.